Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .092 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: grip cable was frayed at the distal idler pulley. The frayed damaged at the wrist. The other cables at wrist were undamaged. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument mouth/tip was noted to be bent after a da vinci hysterectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.